Manufacturer narrative:
Approximate age of device ¿ 2 years, 1 month. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016, the patient¿s system controller produced a cell battery low alarm, as well as an unidentified ¿high priority" alarm. The patient went to the e.r. And the system controller displayed change controller/epc cell battery low alarms. The vad coordinator was attempting to obtain log files when the pump completely stopped. The system controller was exchanged and lvad parameters returned to baseline. The patient was asymptomatic. The log file from the faulty system controller was reviewed by the manufacturer¿s technical services representative and confirmed change system controller, controller cell low, corrupt stored value, and pump disconnect alarms. X-ray images did not conclusively identify an area of concern on the driveline. A log file from the new system controller did not reveal any alarms, and the pump was operating as expected. No additional issues have been reported since the system controller was replaced.

Manufacturer narrative:
The reported event associated with backup mode operation was confirmed through the evaluation of the returned system controller. During the analysis, the returned system controller was connected to the manufacturer's laboratory equipment and was only able to operate a test pump in backup mode. Further evaluation revealed a compromised component in the printed circuit board (pcb) that resulted in the interruption of the supply voltage to other pcb components and circuitry. Once the component was replaced, the system controller was able to operate in primary mode without any issue. Damage to the pcb component has the potential to result in the reported replace controller/epc cell battery low alarms displayed. Although the reported incident was determined to be related to a compromised pcb component, the root cause that contributed to the compromised pcb component could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.